Manufacturer narrative:
Replacement reagent was sent.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that a loose cap on the ammonia reagent cartridge caused a leak. No injury was reported on this issue.